Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that medics responded to a call for a (B)(6) male patient with chest pain. The electrode pads were opened, and upon an attempt to place them on the patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
After further investigation of the facts provided by the customer, it was determined that the electrodes were disposed of onsite and the lot number was not obtained. This report will be closed as no sample returned for evaluation. Analysis of reports of this type has not identified an increase in trend.